Event description:
Mother pointed out line was leaking. Upon investigation, micro tubing was cracked and leaking onto the patient bed. The registered nurse promptly clamped the line of the patient, disconnected tubing, scrubbed patient micro clave cap with site scrub, and flushed line. New tubing hung.